Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned for evaluation.

Event description:
It was reported that one safe-t-pexy buttons fell off 3 days following placement. The surgery was alleged to have gone as usual, with no peculiarities. Stoma care recommendations were allegedly followed. Per additional information received on 13 apr 2016, it was reported that the patient had no issues, that only the external bumpers had fallen off and there was no surgical intervention required.